Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI and "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade IV, "lymph nodes with benign morphology", "calcification", "lobulation", . Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6).

Event description:
Healthcare professional reported a left side rupture confirmed via MRI and "capsular contracture baker grade unknown." Healthcare professional later reported baker grade IV, "lymph nodes with benign morphology," "calcification," "lobulation," "stiffness in the prosthesis," "pain," and "deformation in the prosthesis." Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ calcification: not observed. ¿ capsular contracture: unable to observe. ¿ device wrinkling: observed. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI and "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade IV, "calcification", "lobulation", "stiffness in the prosthesis" diagnosed via mammography and ultrasound. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI and "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade IV, "lymph nodes with benign morphology", "calcification", "lobulation", device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.